Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and a mesh was implanted and a (ams) sparc was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh removal on (B)(6) 2012 based on physician recommendation. (B)(4).

Manufacturer narrative:
It was reported that patient underwent vaginal mesh removal on (B)(6) 2012 concurrently with robotic-assisted total hysterectomy, bso, burch urethropexy and anterior/posterior vaginal repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).